Event description:
It was reported that the 840 ventilator failed extended self-testing (est) due to a failed battery test. The ventilator was not in use on a patient at the time of the reported event. A covidien field service engineer (fse) inspected the device and replaced the back-up power source (bps) printed circuit board (pcb). The fse performed self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A backup power source printed circuit boards (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.